Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient wearing the transmitter assembly directly on the skin has been ruled out as a potential root cause. The transmitter associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 31.0°c, internal thermal temperature while charging: 34.1°c, outside thermal temperature while operating: 31.8°c, internal thermal temperature while operating: 32.8°c. The outside thermal temperature while charging was 31.0°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the alleged issue was not replicated and the transmitter met temperature specifications, the investigation found the rf connector was damaged due to improper/inadequate design. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. In addition, the investigation found a damaged component as l12 was broken. Refer to CAPA-2024-0020 for additional investigation details for the broken rf connector and the damaged component l12.

Event description:
The patient reported redness and a rash on their skin under where the transmitter assembly is worn. Additionally, the patient reported they feel warmth from the transmitter assembly and a burning sensation to the skin. However, the burning sensation did not cause tissue damage or require medical intervention. As of (B)(6) 2026, the rash has resolved completely, the patient was provided a replacement transmitter assembly, and the patient is doing well.